Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the mid common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stone removal procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a trapezoid rx basket was used in an attempt to crush a large stone that was more than 1cm in size. However, the physician felt a resistance and the handle dislodged causing the basket to not open or close. Another trapezoid basket was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on 13sep2020 reporting the following: the basket was in the closed position when the device stopped working. Additionally, there was no stone in the basket when the device was removed from the patient.

Manufacturer narrative:
Block h2: additional information: block b5, h6 device codes. Block h6: problem code 2907 captures the reportable event of handle cannula detached. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the mid common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stone removal procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a trapezoid rx basket was used in an attempt to crush a large stone that was more than 1cm in size. However, the physician felt a resistance and the handle dislodged causing the basket to not open or close. Another trapezoid basket was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the mid common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stone removal procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a trapezoid rx basket was used in an attempt to crush a large stone that was more than 1cm in size. However, the physician felt a resistance and the handle dislodged causing the basket to not open or close. Another trapezoid basket was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on (B)(6) 2020 reporting the following: the basket was in the closed position when the device stopped working. Additionally, there was no stone in the basket when the device was removed from the patient.

Manufacturer narrative:
Block h6: problem code 2907 captures the reportable event of handle cannula detached. Block h10: visual inspection of the returned device found the handle cannula was found detached from the handle and it was moved out inside the coil. The handle cannula was removed from the coil for inspection. The dimples were visible on the handle cannula and were properly located. Drag marks were present from the proximal and distal screw toward the proximal end as the cannula had been forcibly pulled out from the set screws. During evaluation, the handle label was removed exposing the set screws which were found to be present in the handle assembly. The distal screw and proximal screw depth were measured and found to be within specification. Additionally, the working length was observed kinked in different sections. The thumb ring and the finger ring were detached from the handle; however, the handle has coincident marks that indicate proper assembly during manufacturing. The complaint device was sent for x-ray analysis to further visual analysis of the screws set section. Based on the x-ray analysis, no discernible defect could be seen. Based on all available information, the investigation concluded that procedural and anatomical factors encountered during the procedure likely affected the device's performance and integrity. Handling and manipulation of the device can lead to kink/bend the device. Kinks/bends in the working length can cause friction between the components during basket extension/retraction, this can cause more resistance to the components in the handle that can lead to the handle cannula detachment, generation basket failures open/closed activity. Additionally, drag marks in the handle section where the thumb ring was located indicates that excessive force was applied to the handle during the use of device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.